Event description:
Upon receipt of the device, the user reported, the erasable electronically programmable read only memory test software failed. No other details regarding the nature of the event were provided. Since this event was an out of box event, there were no pt involvement during this event.